Event description:
I visited (B)(6) 2015 with my daughter. She was in pain from a previous car wreck/multiple ovarian cysts. The staff was notified that I am type I latex allergic and that she had contact latex allergy. We were still put in a room containing latex gloves. Within minutes I went into anaphylaxis and administered epinephrine. I used my rescue inhaler and took 50mg of benadryl in front of the attending physician. No check was performed. After my epi, the reaction quickly subsided for a few minutes. My daughter was taken to radiology, and I was left alone in the room. The reaction started again, and another epipen and 50mgs of benadryl were needed. The epi pens were left out for the doctor in case I became unconscious. The doctor never asked how I was. He looked at the epi pens but made no comment. I emailed the hospital administration and ceo the following day and was told latex had been removed from all the rooms. Last night, (B)(6) 2015, I went back to (B)(6) with anaphylaxis from latex exposure (airborne). I was in room 4, and required 2 epi pens, benadryl, steroids, and oxygen. The longer I stayed in the room the worse I felt. My husband found a bin of latex gloves on the counter. These are my most recent experiences at this hospital, but definitely not all. Each time I have presented with anaphylaxis from latex exposure I have been placed in rooms with latex. At this pint I feel my rights under (B)(4) have been violated, and that I am a victim of medical negligence.